Event description:
Customer reported via phone call that her blood glucose was 50 points off per meter reading. Customer attempted to self-treat with sugar tabs and food. Customer began to feel sick and threw up and went to the hospital. Customer was hospitalized on (B)(6) 2015 with blood glucose of 360 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and dehydration. Customer was treated with insulin drip. Customer was off of insulin pump for five hours prior to hospitalization. Customer did not want to troubleshoot and states that issue was with meter and not with insulin pump as insulin pump was working perfectly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.